Event description:
It was reported that during the operation of resection of the sigmoid colon, when an anastomosis was applied with a medical device, the posterior wall of the anastomosis was not completely sutured. The defect was found immediately. The surgeons decided to excise the anastomosis and create another one using the cdh25p device, the product worked well. There was no defect. The patient is under observation, his condition is stable.

Manufacturer narrative:
(B)(4); date sent: 6/2/2023; batch # unk; attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what purse string technique was used? - anastomosis "end to end" did the surgeon achieve a full firing stroke? - the surgeon worked according to instructions; was there audible or tactile feedback from device? - yes, there was audible or tactile feedback from the device; were the donuts and washer inspected? Where the donuts intact? What was the condition of the washer? - the donuts were checked - they were intact, they were disposed of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.